Manufacturer narrative:
At this time, no further information has been received. Records indicate this device remains implanted. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a flat left ventricular (lv) electrogram (egm). It was determined the flat egm was likely due to lv egm previously being programmed off. During troubleshooting it was noted that the device battery appeared to be depleting earlier then expected. Boston scientific technical services (ts) discussed sending a save to disk for further evaluation. No adverse patient effects were reported.